Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-00318. It was reported the patient was receiving stimulation in the wrong location. The patient underwent surgical intervention where both occipital leads (off label use) were replaced with a paddle lead, which resolved the issue.